Event description:
It was reported that (18) pmr35 were used during a skin stapling procedure. It was reported by the affiliate that the staples did not close correctly. Opened another device to complete the case. There was no consequence to pt.